Event description:
It was reported that during a bph procedure the picture displayed on the olympus video became extremely bright and the surgeon was unable to continue with greenlight. The surgery was completed with turp. No injury to the patient reported.

Manufacturer narrative:
Correction: "as reported" issue is regarding an "olympus" eye filter which is not manufactured by ams.